Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately to severely calcified left anterior descending artery (lad). The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the physician tracked the opticross catheter over a non-boston scientific wire and experienced difficulty advancing the catheter to the distal lad due to vessel tortuosity. The physician advanced the catheter to the mid lad in a tortuous segment, and at which point another non-boston scientific guidewire was observed coiling around the ivus catheter. The physician was unable to remove the wires or catheters from the guide catheter. A snare was then used, and the physician successfully removed the entire system from the patients body. The procedure was completed with another of the same device. The patient fully recovered, and no complications were reported.

Event description:
It was reported that a catheter issue occurred.the 90% stenosed target lesion was located in the severely tortuous and moderately to severely calcified left anterior descending artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the physician tracked the opticross catheter over a non-boston scientific wire and experienced difficulty advancing the catheter to the distal lad due to vessel tortuosity. The physician advanced the catheter to the mid lad in a tortuous segment, and at which point another non-boston scientific guidewire was observed coiling around the ivus catheter. The physician was unable to remove the wires or catheters from the guide catheter. A snare was then used, and the physician successfully removed the entire system from the patients body. The procedure was completed with another of the same device. The patient fully recovered, and no complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.investigation results:media review:media provided by the customer shows the guidewire tangled and the catheter twisted.device analysis findings:the device was not returned for analysis; therefore, a technical analysis could not be performed.labeling review:review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.investigation conclusion:failure to follow instructions is the assigned cause. Media provided by the client shows the catheter twisted in the distal section of the device which is evidence that the motor drive unit (mdu) was on during catheter insertion. The device is not designed to withstand the forces encountered when advancing while rotating. This action could increase the friction that contributed to causing the twist. According to the instruction for use indications, the mdu shall remain off when inserting the device into patient.